Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the first week (B)(6) in 2013. The patient reported using a combination of medications including novolog on a sliding scale and lantus insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 weeks after the issue first began she developed symptoms of "shaking and sweating." The patient reported on (B)(6) 2013 in the evening, she had more to eat or drink. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips and they were not counterfeit. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. The cca determined the meter battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.